Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material on the nozzle or the acoustic lens scratch could not be determined. The event can be prevented by following the instructions for use which state: chapter 5 reprocessing: general policy. 5.3 precautions: warning: failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each procedure can compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each procedure the endoscope and the equipment must undergo thorough manual cleaning followed by high-level disinfection or sterilization, follow the description in chapter 7, ¿cleaning, disinfection and sterilization procedures¿. Reprocess not only the external surface of the endoscope but also all of the channels. All channels of the endoscope, including the balloon channels, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. If the endoscope is not cleaned meticulously, effective disinfection or sterilization may not be possible. Clean the endoscope and accessories thoroughly before disinfection or sterilization to remove microorganisms or organic material that could reduce the efficacy of disinfection or sterilization. Olympus only confirms validation of endoscope reprocessors it recommends. When using an endoscope reprocessor that is not recommended by olympus, the endoscope reprocessor¿s manufacturer is responsible for validation of the reprocessor with the endoscope models listed in its instruction manual. Instructions ultrasonic gastrovideoscope olympus gf type ue160-al5: warnings and cautions: do not coil the ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result. Do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. Olympus will continue to monitor field performance for this device.

Event description:
The user facility returned demo asset ultrasonic gastrovideoscope to the service center. During a standard inspection and estimation of the returned device, it was observed that the nozzle contained a foreign object due to insufficient cleaning and or handling of the scope. Additionally, it was observed that the acoustic lens had a scratch that reached to the glue-layer. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered that a foreign object was clogging the nozzle and as a result, water removability, water supply volume as well as the suction functionality did not meet the standard value. It was also uncovered that the acoustic lens had a scratch that reached down to the glue-layer. It was observed that the adhesive of the bending section cover was detached. It was also observed that the connection tube had a wrinkle. It was observed that the connecting tube universal cord and the ultrasonic cable had discoloration. It was also observed that the bending angle in the up, down, left, and right direction did not meet the standard value due to wear of angle wire. Also, the play of the up and down and right and left knob was out of standard value due to wear of the angle wire. It was observed that neither the forceps nor the cleaning brush could be inserted into the channel tube due to the tube being crushed. It was also observed that the number of missing elements exceeded the standard value due to damage on the ultrasonic cable. Scratches were observed on the objective lens, on the universal cord and on the distal end. Lastly, the following unit components were dirty: bending section cover, right and left knob, the up and down knob, the grip, and the scope connector. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.